Event description:
It was reported that a malfunction alarm with code malf 12 occurred. The customer's blood glucose level did not exceed 500 mg/dl and was within a safe range. Technical support provided instructions for resetting the pump and assisted the customer, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.